Manufacturer narrative:
A system log review cannot be performed because the system logs are not available. A review of the event performed by an intuitive medical safety officer (mso) concluded that the patient underwent an ion lung biopsy and experienced an unspecified cardiac event. Work up reportedly revealed a cardiomyopathy with a compromised ejection fraction which led to the placement of an ICD/defibrillator. No further data is available at this point. Based on the available data the event was possibly procedure related in the setting of a possibly unrecognized cardiomyopathy. Bronchoscopy and biopsy is a minimally invasive procedure with a low complication rate. In a multicenter prospective study of 20,986 bronchoscopies the total number of any complications was reported to be 227 (1.08%) including 5 arrhythmias (0.02%) and 4 total deaths (0.02%). A multicenter study reported 13 (2.2%) complications with no arrhythmias nor deaths associated with 581 cases. A prospective multicenter international study of 1,215 reported 1 associated death (0.08%) and no arrhythmias. Another survey-based study of 103,978 bronchoscopies described 71 cases (0.068%) of any associated cardiovascular events. A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported an overall adverse event rate of 5.6% including a rate of 0.02% of any arrhythmia and 1 death. A case series of ion robotic assisted bronchoscopies published after the meta-analysis including 415 cases reported no cardiac events. Facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009. Ost de, ernst a, lei x, et al. Diagnostic yield and complications of bronchoscopy for peripheral lung lesions. Results of the aquire registry. Am j respir crit care med. 2016. Folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. Kops sep, heus p, korevaar da, et al. Diagnostic yield and safety of navigation bronchoscopy: a systematic review and meta-analysis. Lung cancer. 2023. Brownlee ar, watson jjj, akhmerov a, et al. Robotic navigational bronchoscopy in a thoracic surgical practice: leveraging technology in the management of pulmonary nodules. Jtcvs. 2023.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and experienced an unspecified cardiac event. No details were provided regarding the event, treatment rendered, or if the biopsy procedure was completed. There was no report that any malfunction of an ion system, instrument, or accessory occurred. The physician's interventional pulmonary assistant informed the intuitive endoluminal sales representative that the patient was believed to have had a decreased ejection fraction and an ICD defibrillator was placed. Additional information was requested from the physician; however, no new information was provided. There was no report that any malfunction of an ion system, instrument, or accessory occurred.